Event description:
Upon receipt of the returned device, the preliminary evaluation of the returned device indicates a " tear at 6cm from strain."

Manufacturer narrative:
Regarding an additional product malfunction noted upon receipt of the returned device. The report received from the affiliate indicated that during deployment of a smart control stent it jumped prior to the intended target site in the right superficial femoral artery. Another stent was deployed to completely cover the target lesion. The procedure was successfully completed and there were no adverse consequences to the patient. The lesion was calcified with an 80% occlusion. It was verified prior to insertion that the stent was contained within the outer sheath/introducer of the system. Preliminary evaluation of the returned device indicates a " tear 6cm from strain." Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non-sterile pkg assy 9x060 smart vas 120cm was received coiled inside two plastic bags. One kink and one tear were noticed at 3.5 cm and 6 cm, respectively from ID band. The unit was received deployed. The unit was received fully deployed; however the deployment process was executed (B)(4) and no anomalies were found. Sem results showed that the body external surface presented evidence of abrasion and scratching at the surroundings of the separation. There is evidence of partial delamination of the inner surfaces between the basecoat and topcoat layers. The fracture surfaces for the braid wire showed evidence of deformation. It appears that the separation occurred while the catheter was being severely pulled and/or stretched; however, this could not be conclusively determined. Cutting was discarded as a root cause since no cutting characteristics were observed in the body of the catheter and/or in the braid wire. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15373679 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 1 unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. The failure reported "deployment difficulty" could not be confirmed since there were no anomalies during execution of deployment process. The failure "guidewire (inner shaft) frayed/split/torn" was confirmed. The exact cause of the reported failures could not be conclusively determined. During manufacturing process there are controls to detect sds damages, 100% inspection. Neither the DHR review nor the product analysis suggests that the failures are related to the manufacturing process. Therefore no actions will be taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. Then, initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. With review of the device history records, there is no indication that the event is related to the manufacturing process. Vessel characteristics and procedural handling addressed in the IFU may have contributed to the event. Therefore, no corrective actions will be taken at this time. Sem results showed that the body external surface presented evidence of abrasion and scratching at the surroundings of the separation. There is evidence of partial delamination of the inner surfaces between the basecoat and topcoat layers. The fracture surfaces for the braid wire showed evidence of deformation. It appears that the separation occurred while the catheter was being severely pulled and/or stretched. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
The report received from the affiliate indicated that during pta with a smart control stent it jumped prior to the intended target site in the right sfa and was deployed where it jumped. Another stent was deployed to treat the target lesion. The procedure was successfully completed and there were no adverse consequences to the patient. The lesion was 80% occluded in the right sfa and was calcified. Femoral access was used in the procedure. It was verified prior to insertion that the stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. A 6 f size sheath was used with a .035 guidewire brand.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.